Event description:
The oticon medical representative reported " difficulty to communicate with the internal part persisted regardless of the sound processor and accessories used. In addition, additional data collected on the communication between the sound processor and the implant and the power supply of the implant by the sound processor revealed a malfunction of the internal part." At this stage, an explantation is suggested. The scheduled explantation date was not communicated.

Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The implant neuro zti evo was not explanted as of the date of this report. Currently, this event is not a serious injury. Follow-up report will be submitted if the device explanted. The subject device is part of the voluntary field corrective action initiated for neuro zti on (B)(6) 2021 (international recall #(B)(4)).